Event description:
It was reported by the patient that "they are feeling little tiny shocks, their heart beats fast, and it's like a little a tingle around the device and sometimes around the lead. Then it's like a sharp pain, goes to the middle then to the side. Just started doing it yesterday, like sharp stabbing pain" the patient also stated that they were in the hospital monday and tuesday of his week because of heart palpitations. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).